Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and got pregnant, giving birth to a child. About five months later, plaintiff underwent an ultrasound which showed that both coils had migrated out of position and one coil had migrated into her uterus (understood as device dislocation and device expulsion, respectively). Plaintiff had her fallopian tubes and essure coils removed. The events are listed in the reference safety information for essure. Both pregnancies and device dislocation/expulsion had been described with essure. In this particular case, shortly after insertion, an hsg was performed and showed inserts properly placed. Even though it was not reported whether tubal occlusion had been achieved, a device ineffective was considered and pregnancy was regarded as related to essure. The exact date and mechanism of device migration/expulsion were not known, however, given the events' nature, causality with essure cannot be excluded. This case was regarded as incident, due to the intervention required. Additionally, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a adult female plaintiff in united states on 23-sep-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including abdominal pain and abdominal bloating. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On or around (B)(6) 2014, plaintiff discovered she was pregnant, and later gave birth to a child on (B)(6) 2015. In 2015, plaintiff underwent an ultrasound and was told that both of her essure coils had migrated out of position and one coil had migrated into her uterus. On or around (B)(6) 2015, plaintiff had her fallopian tubes and essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and got pregnant, giving birth to a child. About five months later, plaintiff underwent an ultrasound which showed that both coils had migrated out of position and one coil had migrated into her uterus (understood as device dislocation and device expulsion, respectively). Plaintiff had her fallopian tubes and essure coils removed. The events are listed in the reference safety information for essure. Both pregnancies and device dislocation/expulsion had been described with essure. In this particular case, shortly after insertion, an hsg was performed and showed inserts properly placed. Even though it was not reported whether tubal occlusion had been achieved, a device ineffective was considered and pregnancy was regarded as related to essure. There is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The exact date and mechanism of device migration/expulsion were not known, however, given the events' nature, causality with essure cannot be excluded. This case was regarded as incident, due to the intervention required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.